Manufacturer narrative:
Describe event or problem, and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that the study stent deployed in the distal lcx was patent. Correction: in october 2017, 75% stenosis of the mid circumflex was treated with deployment of a 3.5 x 20 mm synergy stent in mid lcx , not the distal lcx as previously reported. The 75% stenosis of the second obtuse marginal (om2) was treated with a 2.5 x 24 mm synergy stent deployed in the om2, not the distal lcx as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12869. It was further reported that in (B)(6) 2017, during the cardiac catheterization procedure it was noted that the 5f impulse mpa catheter was removed as it couldn¿t cannulate right coronary artery (rca). Immediately after the catheter was removed, a vaso spasm was noted at the rca vessel which was treated with medication. Subsequently, the 75% stenosis of distal lcx and 75% stenosis in obtuse marginal (om)2 was treated by placement of 3.5 x 20 mm synergy stent and 2.5 x 24 mm synergy stent with residual 0% stenosis respectively. Additionally, 80% stenosis in om1 was also treated. On the same day, 70% stenosis in the mid lad was treated with 3.5 x 20 mm synergy stent. It was noted that during this stent placement the patient developed central chest pain.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) study it was reported that unstable cardiac angina occurred and target vessel revascularization was performed. In (B)(6) 2013, the patient presented to the hospital due to myocardial infarction and unstable angina. Three days later, the index procedure was performed. The target lesion was a de novo culprit lesion for st-segment elevation myocardial infarction located in the distal lcx with 85% stenosis and was 14mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with direct placement of a 2.75x16mm promus element¿ plus drug-eluting stent followed by post-dilatation with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2017, the patient presented to the hospital with jaw claudication. The patient was recommended for stress test concerning for anginal symptoms. On the same day, during outpatient stress test, the patient developed sharp neck/jaw pain and shortness of breath. The diagnostic accuracy of stress test was decreased due to extra cardiac interference and patchy uptake noted during resting image acquisition. Due to the concern for progressive coronary artery disease, the patient was hospitalized for evaluation on the same day. Chest x-ray revealed suspected subtle left basilar infiltrate, possible left lower lobe pneumonia. The patient was noted to have respiratory distress with hypoxemia and chronic obstructive pulmonary disease. The patient received supplemental oxygen in response to respiratory distress. Single-photon emission computed tomography revealed evidence of ischemia in the lcx territory and unstable cardiac angina. The following day, coronary angiography was performed. The 70-80% stenosis in distal lcx was treated by placement of a drug-eluting stent (des). Additionally, the 70-80% stenosis in the 2nd obtuse marginal branch was treated by placement of a des. The 70-80% stenosis in distal left anterior descending artery was treated by placement of des. The following day, the event was considered as resolved and the patient was discharged from the hospital.